Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on 07/22/2016 that the patient experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. During the night the patient's husband heard some strange sounds from the patient. Patient's husband checked the patient's receiver and noticed it displayed "low". Patient's husband had not heard any alarm sound, despite him being awake and nearby the bedroom. The setting of the alarm was on "hypo repeat". According to dexcom cgm graph the patient was low in blood glucose (bg) between 01:00 am - 03:00 am. When her husband entered the bedroom his wife was awake but very confused and aggressive. Patient's husband took her bg and the bg value was 1.2 mmol/l. He managed to give her some fluid sugar and after about 30 minutes her bg was 3.9 mmol/l. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and speaker sounded. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and speaker sounded. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.